Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: x-rays are not returned and surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. The available images of explanted products confirm the fracture of the femoral cam. Based on the investigation and the available info, it is possible but cannot be conclusively determined that the fall attributed to fracture. A definitive root cause cannot be determined with the info provided. However the complaint may be revised upon return of x-rays and/or product or further info. Eval: DHR was reviewed based on part number and lot number for the femoral component and conforms to manufacturing and packaging specifications.

Event description:
It is reported that the pt tripped and fell resulting in the breaking of the femoral cam.